Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their right molar broke while wearing the aligners. They went to their dentist who repaired the tooth and recommended they stop the aligner treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.